Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "semi occluded right femoral artery post closure. Treated with surgical cutdown post balloon inflations."

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73c2400113 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. An 88-year-old female patient, 68 kgs, presented in the or for an undisclosed procedure. Following the procedure, an 18f manta was deployed for closure; and a post-closure angiography revealed a partially occluded right femoral artery. Balloon angioplasty was applied, and the physician chose to surgically intervene. Post-procedure the patient was transferred to the pacu, and the current condition is fine. The root cause of the partial occlusion requiring surgical intervention, could not be determined from the available information. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "semi occluded right femoral artery post closure. Treated with surgical cutdown post balloon inflations."